Event description:
It was reported that high impedance was observed. The lead was cut during explant. Hence the lead was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The facility originally reported an infusion pump with a malfunction of lines in the display; after further clarification, it was determined that the device is showing the images on the screen multiple times. The event was reported to have occurred during patient therapy, where patient therapy was stopped. It was originally reported the malfunction occurred in the general patient ward, but after further clarification, it was determined that the care area was in medical surgery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The field experience of high impedance was confirmed. Upon receipt, the lead was returned in two pieces. The impedance was caused by a fractured rv cable. The abrasion had occurred. The area under the shock coil was damaged giving metal to metal contact between the inner coil, the sensing cables, and the shock coil.